Manufacturer narrative:
(B)(4)

Event description:
It was reported via a voluntary medwatch from the facility that during an arthroscopic rotator cuff revision, the anchor broke while in the shoulder. Suction and irrigation was used to retrieve the broken piece. An x-ray was obtained to confirm the broken piece was fully retrieved. No patient injury or further complications were reported.

Manufacturer narrative:
A review of the device history record was performed which confirmed no inconsistencies.